Event description:
Patient complained of device movement and chest wall stimulation. Detailed evaluation revealed no impedance abnormalities.md then visually documented intermittent pectoral stimulation in time with the pacing output from his device. Once again, impedance tests were normal. Reoperation was done and device replaced with another manufacturer's device. Md reports that the header completely separated from generator during surgery.note: this device was on help safety alert related to a subpectoral implantation, but this patient was subcutaneous in location.